Event description:
It was reported that two (2) homechoice cassettes were found to have a cut on the patient line and the drain line. This was described as "there was a white line and some have a cut on the patient line and drain line". This was identified before use of the devices for peritoneal dialysis therapy. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H11: the device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information was added to h3, h6, and h11. H11: two (2) actual samples were received for evaluation. Visual inspection was performed and scratches in the patient line tubing greater than 0.60 mm2 were observed. The patient line was leak tested and no leaks were observed. The reported condition was verified. The cause of the damage was determined to be a manufacturing related issue caused by the grippers during the automation assembly. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.